Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed back flow alarms, and unstable rpm on the centrifugal pump. An alternate device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.